Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Customer declined troubleshooting with tandem technical support. Reportedly, the customer will change pump supplies to address the issue. Customer's blood glucose was 245 mg/dl at time of event.